Event description:
It has been reported to philips that the system's c-arm performed an uncommanded movement. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.